Event description:
It was reported that the patient had a loss of therapeutic effect. Caller states the patient was reporting her device was no longer working. He thinks it's more of an issue with her stomach rather than an issue with the device. Caller states he believes this issue started to occur a few months ago. The patient¿s previous implanting hcp (healthcare provider) moved and patient was currently working with a different hcp. Hcp was stating the patient was having issues with her therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reports that the healthcare provider¿s office had checked the patient¿s device repeatedly in the past with impedance ranges below 800 (normal) every time. He does not believe there were any device issues because impedance was normal. He believes her symptom complaints were related to bowel issues and not her stomach. Patient had experienced a greater than (>) 50 percent improvement in nausea and vomiting.